Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during an anterior cruciate ligament (acl) surgery the white suture broke during tensioning with fingers. The surgeon finished the surgery and left the broken suture inside the patient, but he is not sure that the graft will stay tensioned in the patient. There was no harm for patient, operator or third party. It was not necessary to switch the surgical technique or do a second surgery. Update swit (B)(6) 2023: the main part was left in the patient. It¿s the extremity of the white suture which was discarded. This part of white suture is always discarded, but after been cut with a suture cutter and not during the tensioning by the surgeon¿s hand.

Manufacturer narrative:
Event description: it was reported that during an anterior cruciate ligament (acl) surgery the white suture broke during tensioning with fingers. The surgeon finished the surgery and left the broken suture inside the patient, but he is not sure that the graft will stay tensioned in the patient. Since the device was not received, an evaluation on the product could not be performed and the reported event cannot be verified. Per the surgical technique, the sutures should be tensioned perpendicular to the button face. The sutures will break when pulled against the edge of the hole in the button (not perpendicular). Eco-37907 was implemented to improve the design of the button to reduce these failures due to misuse. The most likely cause for the reported failure can be attributed to user error of the device due to improper tensioning of the sutures.